Event description:
On (B)(6) 2022, leica biosystems was informed that three (3) patient cases were not diagnosable and re-biopsy of these patients had not been either recommended or performed. Patient identifier information was provided for each of the three (3) undiagnosable patient cases. On (B)(6) 2022, leica biosystems received information from the complainant that an additional patient case was "impacted by the processor incident." The patient identifier information was provided for this additional patient case. Refer to importer report #'s:1423337-2022-00050 and 1423337-2022-00052 to 1423337-2022-00053 for specific details of the other patients involved.